Event description:
Healthcare professional reported right side "exchange with no complaint against the device". Healthcare professional later reported "evidence of silicone bleed and free intracapsular silicone but no obvious shell rupture visible." Device was explanted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed and rupture. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Gel bleed: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.